Event description:
It was reported as the surgeon inserted an aq2003v three piece silicone lens and the haptic was broke off. The incision was enlarged to remove the lens and another same model lens was implanted. The incision was sutured. The reporter indicated, the incident was the result of a loading issue.

Manufacturer narrative:
(B) (4).